Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a slight deformation on the interlink y site housing was identified; the septum was verified with a slit at the center. Upon further inspection, the septum had popped off from the interlink y-site housing. The reported condition was verified. The cause of the condition was due to use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink was inverted and deformed. It was further reported the injection site "moved off" during infusion. This was identified during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.